Event description:
Pt is diagnosis of chronic renal failure had a cardiopulmonary arrest. Nurses attempted to use defibrillator during resuscitation efforts but were not able to get involved unit to deliver electrical shock. A different defibrillator unit was obtained but the pt subsequently expired. Bio-med technician was called to unit to evaluate device but he was unable to duplicate problem with device. The unit was removed from service for further evaluation.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - inadequate, invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.